Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) was contacted and advised the customer how to properly use the clip applier. The fse confirmed that the procedure was performed normally with the clip applier. No site visit was conducted. The system was working properly and no additional action was required. No image or video was available for review. A review of the instrument logs for the horizon small clip applier (part number 470401-07/lot number n10210823- 0066) associated with this event has been performed. Per the review, the horizon small clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 88 uses remaining after the last procedural use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the horizon small clip applier instrument clip came off from the clip applier and fell inside the patient during a da vinci assisted procedure. The clip was not retrieved from the patient. At this time, it is unknown what caused the clip to fall off.

Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic - transhiatal surgical procedure, when the horizon small clip applier instrument was inserted into the patient, a clip made by another company that was attached fell into the patient. The dropped clip was not removed and the procedure was probably completed with the clip left inside the patient. The customer replaced the small clip applier instrument with the same kind, but the same issue occurred. The procedure was completed with no reported injury. The endowrist small clip applier is intended to be used with the da vinci system and weck horizon small-wide clips for the ligation of small vessels. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small clip applier (sca) instrument was not inspected prior to use. A small clip was used on the sca. The ligation was not performed. The sca did not lose functionality and did not misapply the clip. The clip fell into the patient¿s anatomy. The clip was not removed from the patient¿s body. There was no patient injury during and after the procedure. A backup laparoscopic clip applier was used. Both scas will not be returned.